Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows during start-up of the system the vacuum check were performed unsuccessfully. The user has performed a successfully energy check and repeated the vacuum check. The second vacuum check was performed successfully without an issue. The energy was stable during the whole day. The logfile shows six successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was aborted due to vacuum issues. During bed cut the warning message suction pressure pump two too low appeared once. The treatment continued. During side cut the warning message vacuum exceeds limits - treatment is aborted. Repeat vacuum check appeared once. The treatment was aborted by the laser system because the vacuum two was interrupted. The treatment was ninety seven percentage complete at the time of interruption. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings.the thickness of the flap was thinner than the recommended flap thickness. After the treatment was aborted, the user performed an vacuum check again. The vacuum check was performed successfully. The user performed four successfully treatments after that. Review of the log files for the treatment day does not show any other relevant warning or error messages. The root cause why the vacuum was interrupted could not be identified during logfile review. However, such events can be caused by not moving completely down with the joystick until system stops by itself or by positioning the suction ring a little bit tilted. After repeating and passing the system checks, the customer performed more treatments without further vacuum errors. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an incomplete flap during the procedure performed on the right eye. The system displayed a message indicating that the vacuum exceeded limits, leading to treatment being aborted. The vacuum check was repeated, resulting in treatment being stopped at ninety seven percent. There were no issues related to suction loss or vacuum malfunction. The procedure was not completed on the same day. Subsequently, the patient was sent home and is awaiting photo refractive keratectomy treatment in a few weeks. There were no unplanned medical or surgical interventions at the time of the event.